Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire separated during energization. Reportedly, a piece of the cutting wire detached and fell into the patient. The detached cutting wire was successfully removed using biopsy forceps. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that approximately 18mm of the cutting wire was broken. The device was observed under magnification and the cutting wire was blackened and the cut of the cutting wire was not smooth. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event was confirmed. Upon analysis, it was found that the cutting wire was detached and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the failure found could have been generated if there was not constant contact with the tissue when electrocautery current was applied or if voltage exceeded the maximum voltage rating. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire separated during energization. Reportedly, a piece of the cutting wire detached and fell into the patient. The detached cutting wire was successfully removed using biopsy forceps. The procedure was completed with another of the same device.